Event description:
During a tubal ligation procedure, the suture broke post-operatively. A reoperation was performed the same day and add'l suture was applied. The hosp has reported the pt's condition is satisfactory.